Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80-90% stenosed, 45mmx2.5-2.75mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. Pre-dilation was performed with a 2.5mm balloon catheter. Following pre-dilation, a 2.50 x 24mm synergy drug-eluting stent (des) stent was inserted, however, the shaft broke at about 15cm from the hub. The device was completely removed without any resistance. Subsequently, 3.00 x 48mm and a 3.00 x 24mm synergy des were advanced for treatment one at a time. However, it was noted that the device was unable to cross the stenosis and stent struts were damaged during advancing and were removed completely. The procedure was completed by overlapping 2.25/2.75/4.0mm stents. No patient complications were reported and the patient's status was stable. Synergy ous mr 3.00 x 48 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the stent struts were damaged and misaligned from midsection of the stent to the distal end of the stent, stent struts on the most distal stent strut rows were pulled and stretched distally and struts in the midsection of the stent were lifted. The undamaged crimped stent od (outer diameter) was measured using a snap gage and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found that the shaft polymer extrusion was broken at 1226mm distal from distal end of strain relief (26mm distal from wire exchange port). The break was through the inner and outer shaft polymer extrusion and core wire, the break was clean cut and appeared to have been cut at this site. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80-90% stenosed, 45mmx2.5-2.75mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. Pre-dilation was performed with a 2.5mm balloon catheter. Following pre-dilation, a 2.50 x 24mm synergy drug-eluting stent (des) stent was inserted, however, the shaft broke at about 15cm from the hub. The device was completely removed without any resistance. Subsequently, 3.00 x 48mm and a 3.00 x 24mm synergy des were advanced for treatment one at a time. However, it was noted that the device was unable to cross the stenosis and stent struts were damaged during advancing and were removed completely. The procedure was completed by overlapping 2.25/2.75/4.0mm stents. No patient complications were reported and the patient's status was stable. Synergy ous mr 3.00 x 48 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the stent struts were damaged and misaligned from midsection of the stent to the distal end of the stent, stent struts on the most distal stent strut rows were pulled and stretched distally and struts in the midsection of the stent were lifted. The undamaged crimped stent od (outer diameter) was measured using a snap gage and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found that the shaft polymer extrusion was broken at 1226mm distal from distal end of strain relief (26mm distal from wire exchange port). The break was through the inner and outer shaft polymer extrusion and core wire, the break was clean cut and appeared to have been cut at this site. No other issues were identified during the product analysis. It was further reported that shaft break occurred. The damaged stent was trapped in the guide catheter and shaft was cut to remove the device from the guide.